Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient is without stimulation as he has been unable to charge his implantable pulse generator (ipg) since (B)(6) 2019. Patient denied experiencing any falls, accidents or issues with the device prior to his stopping to charge the ipg. Surgical intervention to replace the ipg may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported during follow up that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Surgical intervention addressed the issue.